Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and oversensing. Boston scientific technical services (ts) discussed that the noise appeared to be consistent with oversensing related to the minute ventilation feature. Ts discussed programming and troubleshooting options. Noise was unable to be reproduced, so the respiratory rate trend feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and oversensing. Boston scientific technical services (ts) discussed that the noise appeared to be consistent with oversensing related to the minute ventilation feature. Ts discussed programming and troubleshooting options. Noise was unable to be reproduced, so the respiratory rate trend feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. It was reported that this ICD and ra lead exhibited continued noise and high out of range pacing impedance measurements greater than 2,000 ohms. Technical services (ts) assisted the field representative with turning off atrial measurements as well as turning off atrial tachy discriminations. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and oversensing. Boston scientific technical services (ts) discussed that the noise appeared to be consistent with oversensing related to the minute ventilation feature. Ts discussed programming and troubleshooting options. Noise was unable to be reproduced, so the respiratory rate trend feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. It was reported that this ICD and ra lead exhibited continued noise and high out of range pacing impedance measurements greater than 2,000 ohms. Technical services (ts) assisted the field representative with turning off atrial measurements as well as turning off atrial tachy discriminations. This device remains in service.